Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. The dpu, which passed electrical testing, was returned separated from the sheath. The coil was returned separated from the dpu and inside the introducer sheath with the proximal end protruding outside. The coil¿s socket ring and the proximal end of the coil had melted detachment fiber adhering to the surface. Located at the distal tip of the dpu, the detachment fiber had melted above the detachment zone. The returned connecting cable passed electrical and functionality testing. The device positioning unit (dpu) passed electrical testing. The most likely root cause of the non-detachment followed by an unintended detached in the sheath was due to the detachment fiber melting above the detachment zone. This temporarily captured the coil before releasing it during removal. In addition; without the return of the complete detachment system used in the procedure; it cannot be determined if these components contributed to the complaint event. The returned connecting cable passed engineering and functionality testing. Therefore; it is highly unlikely that this component contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The deltaplush cerecyte microcoil could not be detached after several attempts, and during failure analysis, it was determined that the coil was separated from the device positioning unit (dpu). Non-codman coils were deployed with no problem before and after this. It was reported that the device had passed pre-deployment electrical check. There was no serious injury or required intervention as a result of the event.